Event description:
It was reported that during a hand assisted lap nephrectomy procedure, the knife did not advance completely through the cartridge. The device was removed from the artery and replace with another grey reload. The surgeon proceeded to fire a second time resulting in the same issue. A second device was pulled and the white reload was replaced with a grey reload. The device was fired, and the knife blade did not advance 3/4 of the firing sequence and only half the staples were fired. A loud popping sound was heard within the device. A third device was pulled and a grey reload was used with success. There was no pt consequence.

Manufacturer narrative:
Instrument a: damaged firing mechanism. Instrument b: batch#d5h11t; exp date: 12/23/2012; mfg date 01/23/2007. Damaged left shroud pinion axle support. Evaluation summary: the analysis showed that the atw45 device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lock out tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and left shroud pinion axle support was found damaged. No functional test could be performed due to the condition of the device. The analysis results found that the atw45 device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged, no functional test was performed. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. This and other similar events, should they occur, will be trended to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.